Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and back pain ("lower back pain/ back pain while sleeping/lying down") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 1998 to 2008. In (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), hypersensitivity ("allergic reactions/ various reactions"), myalgia ("muscle pain"), arthralgia ("joint pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), temperature intolerance ("extreme sensitivity to temperature"), joint swelling ("joint swelling") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, allergy to metals, hypersensitivity, myalgia, arthralgia, female sexual dysfunction, depression, urticaria, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain and fatigue outcome was unknown, the back pain had resolved and the temperature intolerance, joint swelling and abdominal distension was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, joint swelling, migraine, myalgia, pelvic pain, temperature intolerance and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet received. Events per pfs: apareunia (inability to have sexual intercourse), depression, hives, migraines, headaches, migration of essure device, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, joints swelling, extreme sensitivity to temperature and abdominal swelling. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with surgery (salpingectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the back pain, hypersensitivity, myalgia and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, hypersensitivity and myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.